Event description:
It was reported that the device would not turn on with either ac or battery power. The green light on the on/off button was reported to illuminate and fade away. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed assembly determined the cause for the malfunction to be a solder splash on c305 capacitor that caused an electrical short on the pcb and resulted the reported failure.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.